Event description:
It was reported that while the device was still in the original packaging, the device was noted to be at eri (elective replacement indicator), and one week later the device could not be interrogated. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found.